Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the IV tubing set became disconnected from the filter during a total parenteral nutrition (tpn) infusion in the cancer transplant unit. There was no impact or consequences to the patient. Although requested, additional information was not provided.

Manufacturer narrative:
The customer¿s report that the IV tubing set became disconnected from the filter was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted no damage or any anomalies. Functional testing resulted in the set flowing freely and showed no signs of disconnecting between the filter connector and primary set. The set configuration was loaded into a lab pump module for an infusion test. The primary infusion was programmed at a rate of 125ml/h and 125 ml vtbi. The infusion completed successfully with no disconnections occurring. The primary set¿s male luer and the b bruan filter connector¿s female luer were measured with the male and female go/nogo gauges and found to be within iso standards. The root cause of the customer¿s report was not identified. Device history record for model 2207-0007 could not be performed due to no lot number being provided by customer.

Event description:
It was reported that the IV tubing set became disconnected from the filter during a total parenteral nutrition (tpn) infusion in the cancer transplant unit. There was no impact or consequences to the patient. Although requested, additional information was not provided.

Manufacturer narrative:
Concomitant medical products: b. Braun perifix epidural filter. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient information was not provided.

Event description:
It was reported that the IV tubing set became disconnected from the filter during a total parenteral nutrition (tpn) infusion in the cancer transplant unit. There was no impact or consequences to the patient. Although requested, additional information was not provided.